Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was prescribed xarelto and aspirin post-procedure. At the 45-day follow-up, thrombus was present on the device. The patient remained on anticoagulation. At the 6-month follow-up, the non-mobile thrombus remained on the face of the device. It is unknown if the patient was compliant with their medication regimen. Anticoagulation was discontinued. It was further reported that the patient was compliant with their medication. The patient presented to the hospital on (B)(6) 2021 with complaints of chest pain and shortness of breath. The patient was discharged home on (B)(6) 2021.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was prescribed xarelto and aspirin post-procedure. At the 45-day follow-up, thrombus was present on the device. The patient remained on anticoagulation. At the 6-month follow-up, the non-mobile thrombus remained on the face of the device. It is unknown if the patient was compliant with their medication regimen. Anticoagulation was discontinued. No additional information is known at this time.